Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. No lot release records were reviewed, as the product lot number was not provided. We are unable to determine if any product condition could have contributed to the reported event. Locked down smartphone: phone_control_ios. Omnipod software app version: 2.1.0. Operating system: 26.4. Hardware: iphone13.2. Cgm sensor type: dexcom g6. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.

Event description:
Patient was reported to have been wearing a pod on the abdomen for approximately 36 to 48 hours. On (B)(6) 2026, the patient experienced nausea, dizziness, and a brief fainting episode, with a reported blood glucose level of 40 mg/dl. Emergency medical services were contacted, and the patient received medical attention at home. The patient was diagnosed with hypoglycemia and treated with juice. At the time of medical evaluation, the presence of the pod could not be confirmed, as it was no longer observed when paramedics arrived; therefore, it is unknown whether the pod had detached prior to the event.